Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer was showing as failed to stay closed. The field service engineer inspected drawer three and found the bus connection completely out of place. They refreshed all connections on the drawer as a precaution. Upon reboot, the unit took over 20 minutes to come online, so the ethernet cable was unplugged temporarily to expedite the process. After rebooting, the unit functioned as expected and was handed over to the customer for use. The zebra printer was malfunctioning, continuously feeding paper without printing correctly. Multiple attempts were made to reset its configuration and clear a large backlog of print jobs, but the printer failed to calibrate properly and reverted to incorrect settings. After inspecting and cleaning the internal components and sensors, no mechanical issues were found. The printer was then deleted from the system and reconnected from scratch, which resolved the issue. Functionality was confirmed by successfully printing an insulin label. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 was not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.